Event description:
The surgeon reports performing cataract surgery with an attempted implantation of a li61aor intraocular lens using the ez-28 delivery device. Intraoperatively, the surgeon noticed the haptic was bent and subsequently enlarged the incision to remove the lens. The iol was replaced with another intraocular lens of unspecified model. Reference MDR #1119279-2011-00055.

Manufacturer narrative:
Visual inspection of the returned lens found both haptics bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Results: the cause of the damage cannot be determined. The surgeon did not conclusively identify the cause of the event, but indicated that it might be due to a possible loading error.